Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter and an occluded catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a kink was observed between the 16 cm and 17 cm depth markings. The catheter kink contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the kink site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the kink cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed damage; however, the specific circumstances surrounding how kinking occurred were ultimately unknown. Functional testing of the returned catheter revealed an occlusion in the catheter shaft at the 7 cm depth marking. The catheter was cut open to reveal a clear, hard substance found at the 7 cm depth marking. Because the product was in use during this failure, it could not be determined when the hard substance occluded the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon."

Event description:
During sample investigation, an opaque material was found in catheter shaft.